Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - (B)(6) 2014, the patient died while choking on meat at his house and it is believed he suffocated. However, because the device arrived with a completely depleted battery at boston scientific (B)(6), it is not possible to determine if the system malfunctioned or not. It was noted that therapy had not been turned off after explant. However, it was also noted the physician felt there was an ICD issue. This device has not been returned to biotronik for analysis.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated severe explantation damages such as deformations of the inner and outer coils. The lead's distal part was found partly pulled out from the ring electrode. Based on the characteristics of these damages, it is reasonable to assume that the damages resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.